Event description:
During peripherally inserted central catheter line insertion attempt using 1.4 french PICC line ( lot#250584 expiration 2027-08-07) catheter separated/broke while hub was being removed.